Event description:
It was reported that the customer received a no delivery alarm. It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 200mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with unresponsive act button due to corroded keypad trace. No moisture damage found on electronics of motor compartment. The excessive no delivery test could not be done because of corroded keypad traces. Insulin pump received with cracked case at display window corners, battery tube threads and reservoir tube lip, broken belt clip slot and minor scratches on lcd window display.